Event description:
Caller wishes to report false advertizing in a brochure produced by the MFR of cryotips. Rptr claims the info states that the tips are made of solid silver rods. Rptr purchased 5 tips, and cleaned them according to this info with sporax. After cleaning, tips appeared discolored and corroded. MFR notified on 11/9, and informed rptr that the tips are made of "coin silver". MFR made a verbal agreement to replace the probes, but rptr has not rec'd them yet. Rptr has written a letter to the MFR on 11/12/98. Rptr claims 1,200 dollars of damages from the pitted and ruined tips.